Event description:
A mayfield skull clamp (a 1059) had all of the connections checked to make sure everything was tight and all of the starbursts were aligned before the pt was draped for a craniotomy. A physician's assistant reported that the operating room staff were working with the unit when it initially slipped a "little bit" during the surgery and then it was sturdy. This is the second time this unit has had this problem. The pt did not incur an injury as a result of this event. Add'l info received on (B)(6) 2012, was described as follows; type of procedure/surgery craniotomy: suboccipital decompression for chiari malformation. The pt was positioned prone and was not repositioned for the remainder of the case. At the beginning of the procedure, the unit slipped. A revision was not required and there was no pt injury requiring medical intervention. Pt outcome: pt left surgery in stable condition, without injury. The surgery was not performed with a stereotaxy device. Integra disposable adult a 1072 skull pins (lot 1115881) were used for the surgery, however, the pins were disposed off after the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.